Manufacturer narrative:
Upon further investigation, this case has been downgraded as it was confirmed that the event occurred during periodic maintenance. Therefore, this complaint no longer meets reportability requirements.

Event description:
The customer called into technical support (ts) reporting that the device¿s nav-ring is not functioning properly. When trying to adjust the settings, the numbers are jumping. The customer reported there was no patient involvement at the time the issue was discovered.